Manufacturer narrative:
(B)(4). Additional lot information for crea: lot a17177, manufactured 06/26/2017, expires 12/14/2017, (B)(4), k973292. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant result on a (B)(6) female. The customer also states that crea result does not match the lab result. A result was provided for the crea cartridge. However, there was no crea result provided for the chem8+ cartridge. There was no patient information at the time of this report. Return product is not available for investigation. (B)(6). Samples were collected and tested on (B)(6) 2017 there are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 02/01/2018. Retain product was tested and functioning according to specification. Return product was not available.

Event description:
Na.